Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl and the current blood glucose level was 444 mg/dl. The customer blood glucose running between 400 to 500 mg/dl and sensor was as well and tried to copy data from the old pump but thinks something might be missing the customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that drive support cap was normal. The insulin pump will not be returned for analysis.